Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to draw power and there was light at the sensor however pulling on the cables caused the device to stop responding. X-ray investigation revealed possibly frayed wires at the end of the bend relief area of the ch cable or inside the ch connector which causes the device to malfunction.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that when the cable is straightened the probe stops working. No consequences or impact to patient were reported.